Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to follow up clinic for regular scheduled visit. It was noted that there was some nsrvo of t wave. Programming changes were made. Patient was asymptomatic and was stable pre, during and post clinic visit. The device will be monitored.